Event description:
The customer reported that the evis exera iii xenon light source showed a b30 scope communication error. Technical assistance center (tac) assisted the customer and had them to power off the cv system and clean the scope contacts with alcohol, then power the cv system back on, however this did not resolve the issue. The customer reported that the error occurred with multiple scopes. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Information was inadvertently not included on the initial medwatch. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 10 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.